Event description:
It was reported that the doctor was unable to slide an anchor over the electrodes at the end of the lead during a trialing system procedure. It was noted that the lead got "hung up" and the physician was "unable to get it topass on there". It was reported that the physician couldn't get it to "snap on". It was further reported that the lead was anchored with sutures only and the patient had a successful trial.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: neu_ens_stimulator, product type: external neurostimulator. (B)(4).